Event description:
Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(6) received a report that the s3 roller pump stopped during a procedure due to an error displayed in the pressure module. The service representative could not reproduce the issue. All setting, configurations and modules were correct. The pump and control were tested without any malfunctions. The sensor module was replaced as a precaution. There has been no trend identified for this type of issue. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
There was no report of pt injury. Sorin group (B)(4) MFR the s3 roller pump system and sensor module for s3 dpc. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 roller pump stopped during a procedure. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.